Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medical regiment of aspirin and plavix. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging noted that there was a device related thrombus present. The patient was admitted to the hospital where they received an intravenous heparin drip to treat the thrombus. The patient remained stable, and no consequences occurred as a result of this event.